Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a dim display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that he already ordered the liquid crystal display (lcd) and was replacing it but cannot install it without the other parts. The rse provided customer parts ID for the lcd cable and the user interface (ui) printed circuit board assembly (pcba) to lcd cable. The customer will order the remaining parts needed for updating the lcd to a 2nd gen and repair unit.

Manufacturer narrative:
The customer replaced the display with the upgraded newer version with all related parts to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.